Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one endeavor sprint rx drug eluting stent was used to treat a lesion located in the lmca and lad. The patient suffered sudden death approx 37 months post index procedure. The cause of death is unknown. The investigator assessed relationship between the event and the device as unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.